Event description:
It was reported that the xprt mattress allegedly had secretions/cleaners wick through the straps to the inside of the mattress cover leaving stains and a very musty unpleasant odor. There was pt involvement but not adverse consequences were reported.